Event description:
Approximately nine months after implant, this patient developed high power and underwent pump exchange. The vad coordinator disassembled the explanted pump on-site and identified material suspicious for thrombus within. Investigation is ongoing.

Manufacturer narrative:
The device has been received and is awaiting further analysis. Additional information will be submitted within thirty (30) days of completion of the investigation. Evaluation in progress.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The hvad® pump ((B)(4)) was returned to heartware for evaluation. Before returned, the pump was open by the vad coordinator for evaluation. Result of the evaluation showed thrombus on one of the surfaces of the hydrodynamic bearings, face-to-face sanding marks on the bottom of the rotor and abrasion on the ceramic surface. After visual inspection, the presence of scuff mark/abrasion was noticed on the outer edge of the ceramic surface of the lower housing. In addition, the inferior surface of the impeller showed a crescent shaped abrasion / scuff mark located on the peripheral edge. The reported event (high power) was confirmed through a review of the controller log analysis. The increase in power may be due to the presence of thrombus confirmed by the evaluation of the device performed by vad coordinator; however, the cause and origin of the thrombus cannot be conclusively determined. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Serious and life threatening adverse events, including device thrombus and reoperation, have been associated with use of this device as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines of inr between 2.0 and 3.0). While there is no evidence based on the available information, it may be possible that there were some underlying health conditions that could have predisposed the patient to this event. From all indications the device operated within specifications and as intended with no indication of any device performance issues contributing to the event. Heartware is submitting this report as a result of remediation activities related to FDA warning letter (B)(4), dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. This report may be based on information which heartware has not been able to investigate or verify prior to the required reporting date. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.